Manufacturer narrative:
(B)(4). B. Braun medical inc is submitting a single report on behalf of b. Braun (B)(4) (the MFR) and (B)(4) (the imp). (B)(4). One used needle contaminated with blood was received for eval. The catheter was not returned with the sample. Observation was done on the returned defective sample under smart scope and found minor uneven surface marks on cannula. No damage was found on the safety clip. The safety clip was pushed manually towards the needle tip and the safety clip covered the needle tip. Also, tested the needle with the drum test where the needle was punctured with the safety clip located at the needle tip into the rubber drum and found the safety clip back hole did not pass through the crimp. A new catheter housing was then reinserted onto the cannula hub and withdrawn, to test the function of the clip. The safety clip activated and covered the needle tip. See pictures attached to the system. The batch manufacturing records were reviewed and no abnormalities or defects of this nature were noted at in-process quality inspection and at final control inspection. The process cards show no abnormalities. There were no other complaints of this nature against lot #1b12258316. Since the catheter hub was not returned, further eval was not possible. It is difficult to determine how or why the clip did not function and no specific conclusion can be drawn.

Event description:
(B)(4).